Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for five patient samples tested for potassium (k+) and calcium (ca2+) on a cobas b 221<6>=roche omni s6 system (b221). The erroneous results for the second through fifth samples were not reported outside of the laboratory to the attending physician. It was asked, but it is not known if an erroneous result was reported outside of the laboratory for the first sample. The customer has not received any complaints about additional erroneous results from physicians. The first sample initially resulted with a k+ value of 6.05 mmol/l accompanied by a data flag. The sample was repeated on the same analyzer, resulting with a k+ value of 3.52 mmol/l. This sample initially resulted with a ca2+ value of 1.070 mmol/l accompanied by a data flag and when repeated on the same analyzer, it resulted as 1.180 mmol/l. The second sample initially resulted with a k+ value of 11.86 mmol/l. The sample was repeated on a second b221 analyzer, resulting with a k+ value of 3.22 mmol/l. The third sample initially resulted with a k+ value of 5.72 mmol/l. The sample was repeated on a second b221 analyzer, resulting with a k+ value of 3.08 mmol/l. The fourth sample initially resulted with a k+ value of 5.27 mmol/l. The sample was repeated on a second b221 analyzer, resulting with a k+ value of 3.26 mmol/l. The fifth sample initially resulted with a k+ value of 6.5 mmol/l. The sample was repeated on a second b221 analyzer, resulting with a k+ value of 3.80 mmol/l. No adverse events were alleged to have occurred with the patients. There have been no alarms generated on the analyzer. The analyzer is new. Quality controls have been in range. All samples were mixed on an agitator for 10 minutes prior to the first measurement. The samples were then placed back on the agitator and then repeated 15 minutes later. The k+ and ca2+ electrode/cartridge lot numbers and expiration dates were asked for, but not provided.

Manufacturer narrative:
The field service engineer stated that a new sample from one of the patients was requested and was processed on the b221 analyzer. There were no problems with this sample. The k+ electrode was discarded and not available for investigation.

Manufacturer narrative:
Quality control measurements were not performed with all three control levels. From 21-jan-2018 to 06-feb-2018, only 3 control measurements were performed using only the level 2 control. Control results for k+ were within range. Control results for ca2+ were outside of range low on 21-jan-2018 and just above the lower control limit on 30-jan-2018 and 06-feb-2018. Calibration signals for both k+ and ca2+ parameters were ok. Calibration signals for the k+ parameter indicate that between 11:56 and 12:59 on 06-feb-2018, another k+ was installed. Contrary to this, no new k+ electrode was registered on the instrument. This indicates that the customer did replace the k+ electrode, but did not scan the barcode on the electrodes, thereby registering an electrode change on the instrument. The instrument data did not show any indications of a general instrument issue. For the first complained measurement on (B)(6) 2018, the time difference between comparison measurements was 15 minutes. For other compared measurements, the time difference was 90 minutes or longer, indicating that another sample had been used or the sample was stored too long. The customer collected the samples in a syringe filled with a diluted heparin solution. Per product labeling, non-heparinized syringes and syringes filled with liquid heparin, whose volume exceeds the sample volume, does not prevent blood clotting in the syringe. Blood clots compromise the integrity of the blood sample, which may lead to inaccurate results. The investigation was unable to find a definitive root cause.